Event description:
The customer reported to olympus, the tracheal intubation fiberscope exhibited air leak at the tip. The device was returned and an evaluation revealed, the coating of the connecting tube was peeled off (one millimeter square or more). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. Due to a crack on control unit, water tightness was lost. The bending section cover had cut and was chipped. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube had a dent. Eyepiece had a scratch. Follow up was performed requesting additional information regarding the event. However, the requested information was unknown. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, coating on insertion tube peeled off was likely caused by stress of repeated use, external factors, or handling. The root cause could not be identified. Olympus will continue to monitor field performance for this device.